Event description:
I was implanted with a prolene mesh -lot# 100- after a small right inguinal hernia in (B)(6) 2006. By (B)(6) 2007, I was in a lot of pain around the surgeon area and by (B)(6) was unable to work. I have had 4 surgeries since that time. The doctors have cut the inguinal nerve to "stop" the pain. This did not work. By (B)(6) 2008, I had lost 40 lbs and was very sick from the pain. I went to the emergency room because I had no where else to go. No doctors that I met were willing to remove the mesh or do anything but give me pain killers. I was truly at the end of my rope and death was now a real option for me. A doctor in the emergency room knew exactly what was going on and scheduled me to have the mesh removed. After that surgery, I felt 200% better but was still in a lot of pain. In (B)(6) 2008, I had my last surgery. The doctor found more mesh that had migrated, a lot of scar tissue was removed and my right testicle because of the damage done by the mesh. My life as I had known it is over. I am constantly in pain. There is still small pieces of mesh and 5 or 6 staples still in me, but they are gathered around my femoral vein and too dangerous to extract. I also now have a kugel patch in me and it hurts, too. When I am able to have sex, the following couple of days afterwards hurt like hell. I can't work as I used to. I am now being told to go on disability. I am almost destitute now. I try to work but lifting, climbing and such are now too painful. My life as I knew it is over because of this mesh. Dates of use: (B)(6)2006 - (B)(6)2008. Diagnosis or reason for use: right inguinal hernia.